Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated an issue with the device data collection.

Event description:
It was reported that when tested through the device, the right ventricular (rv) lead threshold was measuring high per capture manage ment warnings; however, when the rv lead was tested, the threshold was found to be "the same as it always has." It was also reported that there was difficulty obtaining r wave measurements during a sensing test. Programming options were discussed and the device re mains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.